Event description:
Per the clinic, the patient experienced intermittent sounds too soft, unclear speech and performance decrement with the device which started in (B)(6) 2026 (specific date not reported). The patient also experienced progressive issue from short circuit electrodes found in 2018 (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.